Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician

Event description:
It was reported that this artificial urinary sphincter was no longer working. In-clinic troubleshooting was performed and the physician determined that revision was necessary. During the surgery, it was found that the tubing leading to the balloon was almost completely torn just above the connection to the pump. The physician suspected that the hole was due to wear over time. The device was explanted and replaced. No patient complications were reported.